Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74 serial#: (B)(4) description: avista MRI perc lead kit, 74 cm model#: sc-4319 lot#: 19545769 description: clik x MRI anchor the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.